Event description:
Melphalan hydrochloride manufactured by novaplus (B)(4) transferred cored pieces into IV bag on multiple compounds while using the phaseal transfer system. Dose or amount: 265mg. Frequency: once. Route: IV drip. Dates of use: (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: hodgkins lymphoma. Event reappeared after reintroduction?: yes.